Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. Final analysis found that the insulation was degraded near the connector boot. All other damage found was sustained during surgical procedure. The portion of the lead returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.